Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Date: (B)(6) 2014, inratio: 1.7, lab: 2.7. Time between tests: 40 mins. Pt self testers therapeutic range: 2.4-.3.4. Sample was not applied immediately after the finger stick.

Manufacturer narrative:
It is indicated that the product is not returning for eval. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. An improper technique was identified in the complaint. This cannot be ruled out as a cause of the unexpected results. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.